Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Event description:
It was reported that the patient presented with sepsis type symptoms after a medication port had been inserted. It was also reported that echocardiography revealed vegetation on the right ventricular lead. The device and lead were removed. There were no device system performance issues. No further patient complications were reported as a result of this event.